Event description:
Rptr stated she has had problems with 3 wheelchairs from this MFR. This third chair she said was a replacement for cahir #2 and she was told it had a safety mechanism on the motor that should the motor malfunction, the unit would shut off. She said the chair is a $7000 motorized wheelchair. On 5/26/93 her adult wheelchair bound son was injured in the chair and almost drowned because instead of stopping as the son was tryng to get the chair to do, it made a sharp left turn into a lake. The son was seat-belted into the chair as it fell on him in the water. The chair cut him. A witness to the event pulled him from the water.